Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for repair of an indirect inguinal hernia. A bard/davol perfix plug, reference number 0112780, lot number husl1125 was implanted to repair the hernia defect. On (B)(6) 2012: the patient underwent an additional surgery to remove mesh and repair inguinal hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for repair of an indirect inguinal hernia. A bard/davol perfix plug, reference number (B)(4) , lot number husl1125 was implanted to repair the hernia defect. (B)(6) 2012: the patient underwent an additional surgery to remove mesh and repair inguinal hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with left indirect inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿patient had a large indirect hernia. The cord was dissected, and the hernia sac was freed down to the level of the inguinal ring. The sac was then anchored to an extra large perfix plug and then reduced in the preperitoneal space. The onlay patch was anchored medially to the pubic tubercle, inferior lip of the shelving edge, inguinal ligament and superiorly to the conjoin tendon. The 2 wings of the mesh were brought around the cord and sutured.¿ (B)(6) 2012 - patient visited hospital for inguinal hernia, bulge in the left groin and pain. (B)(6) 2012 - patient was diagnosed with left lower quadrant pain, large mesh plug (meshoma) adherent to the sigmoid colon, testicular artery, vein, and vas deferens thereby underwent diagnostic laparoscopy with lysis of adhesions and removal of old mesh. Per operative notes, ¿the left lower quadrant was inspected. There was a large piece of mesh, likely a polypropylene plug that was densely adhered to the testicular artery, vein, and vas deferens. Adhesions were lysed. Then, the mesh plug was grasped, and the testicular artery, vein dissected off the mesh. The mesh densely fibrosed to the spermatic cord and ended up having to divide this. The mesh was removed from the internal ring. A piece of biosynthetic mesh was then inserted into the peritoneal cavity and laid over the internal ring where the peritoneum had been torn.¿ attorney alleges that the patient had adhesions, hernia recurrence, removal surgery and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 years 1 month post implant of perfix plug, patient was diagnosed with hernia recurrence, adhesions, fibrosis, pain thereby underwent repair with mesh removal. Per op notes, "large mesh plug (meshoma) adherent to the sigmoid colon, testicular artery, vein, and vas deferens." The instructions-for-use supplied with the device list adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.